Event description:
The customer reported that the device had a red x during use and that the therapy opcheck failed. There was no info provided regarding pt impact/involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.